Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event.the user reported that the sensor fell out due to infection at the insertionl site, with symptoms of skin irritation and redness, which was confirmed as an infection by the hcp. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Event description:
Senseonics was made aware of an incident where user reported that the sensor fell out due to infection at the insertionl site, with symptoms of skin irritation and redness, which was confirmed as an infection by the hcp. The user's hcp isn't aware of the event and was was advised to follow up with the hcp for further medical guidance.